Event description:
In review of an article, it was reported that a vns patient's generator unexplicably failed to function after one year and was replaced. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury. Murphy jv, hornig gw, schallert gs, tilton cl. Adverse events in children receiving intermittent left vagal nerve stimulation. Pediatr neurol 1998; 19(july):42-4.